Event description:
Revision surgery - the patient has been revised 2 other times, back on (B)(6) 2013, due to the patient dislocating. The surgeon removed the 36 +4mm delta ceramic head and trailed a 36 +8mm femoral head. He felt the patient was stable, but decided to change the acetabular liner from a neutral to a 20' hooded liner to help with stability. The implants were placed, and the patient was stable.

Manufacturer narrative:
The reason for this revision surgery, third revision, was due to the patient's hip dislocating after 8 months of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the patients dislocation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.